Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Multiple cartridge changes were performed to address the alarms. Customer's blood glucose level was 230 mg/dl at its highest. Reportedly, the customer reverted to insulin pens for insulin therapy.